Manufacturer narrative:
The field service engineer (fse) found the paddle need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle. A quote for the paddle were given to customer. No further action at this time.

Event description:
It was reported to philips that the device has damaged paddles / blades. There was no patient involvement.